Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was no longer functioning. The patient removed the pdm cover and noticed the battery was leaking fluid. It was also noticed that the pdm was making a strange noise, some sort of humming noise and it was slightly vibrating.